Event description:
A vns programming nurse in (B)(6) reported to our country rep that they had a pt with high lead impedance. It was reported the pt had been implanted for seven years and presented in clinic with high lead impedance . The pt is going to be sent for x-rays. It is unk if their vns has been programmed off. Good faith attempts are underway for further details about the reported event.